Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that "the spo2 value fell below 80, but no red alarm sounded." There was no patient harm reported.